Event description:
It was reported that this left ventricular (lv) lead had loss of capture. The device was programmed to right ventricle only, biv trigger programmed off and lv outputs turned down. The plan was to schedule for l v lead revision. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)